Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited potential right ventricular (rv) oversensing or loss of capture on telemetry. It was noted that during an x-ray eight seconds of asystole was observed which appeared to be position related. Device check found this left ventricular (lv) lead exhibited high out of range pacing impedance measurements and no capture. This implantable defibrillation lead did have capture with acceptable threshold measurements along with in range impedance measurements. The rv sensitivity was decreased and the biv trigger pacing feature was programmed on. The lv lead configuration was reprogrammed from lv ring-can to tip-can which regained capture. The lv outputs were also increased. The patient subsequently expired. There were no allegations against device functionality related to the patient expiring.